Event description:
Reporter indicated that during a device interrogation, it was discovered that the pt's device parameters were different from what they were previously programmed. Prior to discovering the parameter changes, the pt underwent two surgeries, one to remove a porta-cath that was infected, a PICC line was placed at that time. The second surgery was to put in a new porta-cath after the infection cleared. It was reported that a couple of weeks after the surgery, the pt experienced an episode of status and was flown to the hospital (the hospital was 2.5 hours away). The device settings were checked in the hospital and were not what they had previously been programmed to. The reporter indicated that they believe the change in device settings contributed to the pt's episode of status because the vns therapy had been working "extremely well" for this pt. Further information concluded that the pt is stable and the device is stimulating as programmed. At this time, the cause of the event is unknown.